Manufacturer narrative:
(B)(4).the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that during the coiling of left posterior communicating aneurysm the coil prematurely detached inside the microcatheter. It was reported that six coils were successfully placed in the aneurysm, however; the reported coil did not move in the catheter and during removal from the catheter it prematurely detached. The coil and catheter were removed from the patient. No patient complication was reported as a result of the procedure.